Event description:
Related manufacturer reference number: 2017865-2024-03356. During a remote follow-up, episodes of noise which resulted in oversensing and pacing-inhibition were noted on the right ventricular (rv) lead. A header connection issue is the suspected, but unconfirmed cause of the event. The patient was not pacer dependent, however they did report experiencing dizziness. No intervention has been performed at this time. The patient was stable and will continue to be monitored.